Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in a venous graft, occurred during des stenting. The first pk papyrus stent (2.5/15) did not seal the perforation, likely due to the diameter of the vessel on the proximal edge of the stent, being a touch larger than the deployed pk papyrus stent. Once the pk papyrus 3.0/15 was placed end to end to the first stent, complete seal was achieved. No adverse events are reported as a result of this case.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. It should be noted that the IFU advises the user to select the stent size to match the diameter of the vessel to achieve a final stent diameter to vessel ratio of 1:1 and a full coverage of the lesion over its entire length with a single stent. The treating physician rated the occurrence as non-device- and non-procedurerelated complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.